Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that their device doesn't work and hasn't worked in over a year. It was mentioned that the patient had surgery in their neck and due to this was experiencing serious pain. The patient stated that she didn't charge the stimulator because it wasn't helping. The patient mentioned that she was unable to get it to charge but a guy came and got it out of overdischarge and was able to charge but the leads were way off. The patient was getting stimulation in her ear and it was supposed to be in her neck. The patient wants to get the device removed. The patient was sent physician listings. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was discharged from the hcp's care for non-payment. There was no problem with the system. The problem was that the patient started chain smoking and nicotine blocked stimulation benefit. Post-implant the patient became unreasonable.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.